Event description:
It was reported that the patient lost weight causing pain at the ipg site due to ipg moving in the pocket and ineffective stimulation due to high impedance. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.